Manufacturer narrative:
The subject device was disposed of at the hospital.

Event description:
It was reported that the patient underwent a mechanical thrombectomy procedure for a cardiogenic occlusion at left middle cerebral artery (mca) m1 segment. When the balloon guide catheter (subject device) was advanced to the target point, vessel dissection of the internal carotid artery occurred; therefore, a unspecified type of stent was deployed to the dissected area. The patient recovered and was discharged approximately 22 days later. No further information is available.

Manufacturer narrative:
The device history record review was unable to be performed as the lot number of the device was not reported. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, vessel dissection is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that the patient underwent a mechanical thrombectomy procedure for a cardiogenic occlusion at left middle cerebral artery (mca) m1 segment. When the balloon guide catheter (subject device) was advanced to the target point, vessel dissection of the internal carotid artery occurred; therefore, a unspecified type of stent was deployed to the dissected area. The patient recovered and was discharged approximately 22 days later. No further information is available.